Event description:
It was reported the asymptomatic patient presented to the health care facility for a routine follow-up. Upon interrogation, the left ventricular lead impedances measured low. However, repeat diagnostics showed impedances within normal ranges. Also, noise was observed but was not able to be reproduced. The patient's condition was good at the end of the routine follow-up.

Manufacturer narrative:
(B)(4).